Event description:
Pt is reported to have developed a burn with blister on the area above the left ankle, approx 1 cm x 1.3 cm x 1.4 cm, following treatment with the anodyne professional unit, administered by a health care professional. The pt received medical intervention, which consisted of gentamicin and dressings, and is healing.